Event description:
It was reported to philips that the device had a failure post fco. The device was not in use on a patient.

Manufacturer narrative:
One processor pca was returned for failure analysis. The reported problem was verified/duplicated during lab tests. The failure was located to corrupt power complex programmable logic device (cpld) program code.